Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection identified that the devices luer lock was missing. Upon closer inspection of the tubing it was found that there was no solvent. The missing luer lock was due to an assembly operator error. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution administration set was sealed in an unspecified location. There was no patient involvement. No additional information is available.